Event description:
It was reported that pump declared altitude alarm 21 while customer was following pre-cautions to prevent altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Customer did not wear pump against skin, regularly cleaned speaker holes, and reported that pump had not been exposed to condensation or humidity. Technical support arranged pump replacement and confirmed that customer would use replacement pump as backup therapy.